Manufacturer narrative:
Omit: a0902 - display or visual feedback problem (1184), g0201402 - screen, b17 - device not returned, c20 - no findings available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the infusion information that was displayed in the scrolling marquee was incorrect. The syringe module was displaying "leap eld ...it dluid". The infusion was running at 1.5ml/hr. Per customer, the issue resulted in inability to deliver medication. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the infusion information that was displayed in the scrolling marquee was incorrect. The syringe module was displaying "leap eld ...it dluid". The infusion was running at 1.5ml/hr. Per customer, the issue resulted in inability to deliver medication. There was patient involvement but no harm.